Event description:
The electrode extruded through a closure related to the meatoplasty and was found in the external auditory canal (eac). However, there was no otorrhea and no visible signs of infection. It is not yet known whether re-implantation will take place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode array extruded into the external auditory canal and was therefore cut. Further, according to the implant registration card two channels were left extra-cochlear during implantation surgery. Additionally it is reported that the recipient experiences headaches even without the use of the audio processor. Currently no further steps are planned.

Event description:
The electrode extruded through a closure related to the meatoplasty and was found in the external auditory canal (eac). It is not yet known whether re-implantation will take place.